Event description:
It was reported that the patient was hospitalized with heart rate around 30 beats per minute. The right ventricular lead threshold had risen to the point of non-capture. The lead was noted to capture at high output and was plugged into the lv port of the device as a back up lead. A new right ventricular lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)